Event description:
It was reported that the ilet showed a charging issue in which the device would not charge above 98 percent, and the user spent an average of 2¿3 hours per day managing diabetes tasks during the same period. Symptoms included no reported clinical effects. Outcomes included no functional impairment or medical intervention. Investigation included a review for battery performance and device charging behavior. Investigation of this case revealed a device battery performance concern consistent with battery depletion or charging limitation, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information from the customer.